Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter claimed obtaining message of "hi" and reading of "85 mg/dl" with the subject meter within 20 minutes of each other. Per the owner's booklet, the meter gives an message of "hi" when the blood glucose result is greater than 600 mg/dl. This complaint is being reported because the reported results did not meet lifescan precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.